Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The reported adverse event was implant came out. Date of event is approximate. The device catalog number, model number, serial number or manufacturing number were not provided. The reporter contact address was not provided. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare power toothbrush broke their tooth implant.